Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteroides bacteremia and intra-abdominal septic shock due to the organism identified as moraxella morganii. It was noted that the patient presented to the emergency department with nausea, vomiting, abdominal pain, and generalized weakness. A chest x-ray was done, and suspected bilateral pleural lobe infiltrates and pleural effusion was observed. A computerized tomography (CT) was performed resulting in an observation of abnormal portal vein findings consistent with thrombus. Antibiotics was administered and the implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.